Manufacturer narrative:
Updated b5. Updated h6: replaced f24 with f26. Replaced c21 with c24. Replaced d16 with d15. A review of the manufacturing records for this device verified the lot met all pre-release specifications. The reported information indicates a potential device malfunction has occurred involving an indeterminate type of endoleak and aneurysm enlargement of more than 5 mm. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Based on the incident description and the subsequent investigation, no further information was identified, we are unable to determine the cause of this incident and assign a root cause.

Event description:
The following was reported to gore on november 13, 2025, from the medidata study database and email: on (B)(6) 2025, the patient had a pre-procedure computed tomography angiography (cta), where maximum diameter of abdominal aorta was measured to be 38 mm. On (B)(6) 2025, the patient underwent primary procedure for endovascular treatment for a penetrating aortic ulcer, using three gore® tag® thoracic branch endoprosthesis, one in the aortic arch and two in the left subclavian artery, as well as one gore® tag® conformable thoracic stent graft with active control system in proximal descending thoracic aorta. The gore® devices were successfully deployed with the gore® dryseal flex introducer sheath. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, the patient had a follow up cta, where maximum diameter of abdominal aorta was measured to be 38 mm. On (B)(6) 2025, the patient had a second follow up cta, where maximum diameter of abdominal aorta was measured to be 44 mm. The cta also showed an endoleak. The type of endoleak. Was not specified. No additional information have been identified. The clinical study data (csd) does not show any scheduled procedures planned for the patient at this time.

Manufacturer narrative:
D10: concomitant medical products: gore® tag® thoracic branch endoprosthesis (sn: (B)(6)), gore® tag® thoracic branch endoprosthesis (sn: (B)(6)), and gore® tag® thoracic branch endoprosthesis (sn: (B)(6)). The production history review is pending. An imaging investigation will be done if made available. All findings will be shared in the final report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on november 13, 2025, from the medidata study database and email: on (B)(6) 2025, the patient had a pre-procedure computed tomography angiography (cta), where maximum diameter of abdominal aorta was measured to be 38 mm. On (B)(6) 2025, the patient underwent primary procedure for endovascular treatment for a penetrating aortic ulcer, using three gore® tag® thoracic branch endoprosthesis, one in the aortic arch and two in the left subclavian artery, as well as one gore® tag® conformable thoracic stent graft with active control system in proximal descending thoracic aorta. The gore® devices were successfully deployed with the gore® dryseal flex introducer sheath. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, the patient had a follow up cta, where maximum diameter of abdominal aorta was measured to be 38 mm. On (B)(6) 2025, the patient had a second follow up cta, where maximum diameter of abdominal aorta was measured to be 44 mm. The cta also showed an endoleak. The type of endoleak was not specified. No further information are available at this time.